Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that an MRI facility contacted support to verify if the patient with a neurostimulator could safely undergo an MRI. The physician had reviewed an x-ray and advised that the lead may have moved. The patient was not present at the facility at the time of the call. The MRI tech requested confirmation from the team regarding MRI eligibility. There were no clinical complications reported. Due to the fall, the patient reported that the device became less effective. Imaging confirmed that the lead had migrated. The patient reported worsened symptoms due to the lead movement. Reprogramming was attempted with some improvement; however, a lead revision surgery is scheduled for (B)(6) 2025. It has been confirmed that lead migration is associated with a worsening of symptoms. No further complications were reported. There has been no follow up communication regarding the need for an MRI to check the lead's position. The MRI technician is requesting confirmation on whether the patient can undergo an MRI.

Event description:
It was reported that an MRI facility contacted support to verify if the patient with a neurostimulator could safely undergo an MRI. The physician had reviewed an x-ray and advised that the lead may have moved. The patient was not present at the facility at the time of the call. The MRI tech requested confirmation from the team regarding MRI eligibility. There were no clinical complications reported. Due to the fall, the patient reported that the device became less effective. Imaging confirmed that the lead had migrated. The patient reported worsened symptoms due to the lead movement. Reprogramming was attempted with some improvement; however, a lead revision surgery is scheduled for (B)(6) 2025. It has been confirmed that lead migration is associated with a worsening of symptoms. No further complications were reported. There has been no follow up communication regarding the need for an MRI to check the lead's position. The MRI technician is requesting confirmation on whether the patient can undergo an MRI.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.